Event description:
It was reported that stent migration occurred. The target lesion was located in an arteriovenous fistula. A 12x60x75 epic self expanding stent was advanced for treatment however, during procedure, the product jumped above 10mm from the lesion in cephalic vein. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition. It was further reported that the device could not be removed and that the lesion has more than 70% stenosis, moderately tortuous and mildly calcified.

Manufacturer narrative:
H6: device code - updated from 'migration' to 'positioning problem'.

Event description:
It was reported that stent migration occurred. The target lesion was located in an arteriovenous fistula. A 12x60x75 epic self expanding stent was advanced for treatment however, during procedure, the product jumped above 10mm from the lesion in cephalic vein. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition. It was further reported that the device could not be removed and that the lesion has more than 70% stenosis, moderately tortuous and mildly calcified.

Event description:
It was reported that stent migration occurred. The target lesion was located in an arteriovenous fistula. A 12x60x75 epic self expanding stent was advanced for treatment however, during procedure, the product jumped above 10mm from the lesion in cephalic vein. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition.